Manufacturer narrative:
There is no additional event information available yet. The event date is unknown. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection the scope socket slider switch was causing poor connection and intermittent use of high intensity mode. As a result the device light went on and off. The device also had a non-olympus lamp. Cause of the issue was attributed to the scope socket slider switch being worn out.

Event description:
As reported for this event, during preparation for use the device light was going on and off. It appeared to be an intermittent power malfunction. There was no patient involvement.

Manufacturer narrative:
Additional information was received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: e3, g4, g7, h2, and h10. The device had a low light output when it was connected to the handpiece. Another device was used for the set up and the case was completed. The bulb was replaced when the staff noticed the output being low, then taken out of service when the new a new bulb did not restore the light output. Connections and cables were inspected and found to be secure. Lamp cover was secure. There was no cable damage. The unit is paired with an olympus otv-s190 video image processor. Serial number is (B)(6). The initial reporter is a senior biomed in clinical engineering.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device had no abnormality.